Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside clinical use at the time of event. A philips remote service engineer (rse) confirmed that the system was not booting up it got rebooted and then the system got stuck in reboot loop. A philips field service engineer (fse) inspected the system on site and confirmed the reported issue. Troubleshooting actions indicated that the fuse was blown and power output of pc tray was missing. Fse replaced the power tray in m-cabinet and the fuse. The failure analysis of the defective power tray was done and it was confirmed that the power tray was defective. After replacement of the power tray in m-cabinet and the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system would not boot up. Bios displayed and then the system reboots. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the power tray in the m cabinet. The f11 fuse was blown. The fse replaced the power tray and returned the system to use in good working order.